Event description:
The customer reported that system was giving an x-ray disabled error message at boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was reseated. The system was then found to be operating as intended.